Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report the b40 error message. According to the initial reporter, this device was already returned for repair and is still experiencing similar failures(previous event captured under patient identifier (B)(6)). Reportedly, the previous time the issue was corrected, but the correction did not last long term. Tac spent time trouble-shooting the device with him this time around, and ultimately came up with the idea to load up new settings to the unit that matched another unit on site that was functioning properly and see if the setting adjustments successfully address the issue. The customer stated that he would give that a try when another unit becomes available for reference.

Event description:
The customer reported that the evis exra iii video system center is presenting a b40 malfunctioning error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. While a definitive cause for the reported event could not be determined, investigation believes that the reported event was a result of an accidental malfunction on the contract manufacturer (cm) circuit board. A b40 error will occur when the cm board is not recognized. Olympus will continue to monitor the field performance of this device.